Manufacturer narrative:
The patient¿s age was reported to be (B)(6) (not further specified). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was further described as occurring during ¿the bag exchange¿ (no further detail was provided). On the same day as diagnosis, the patient visited the hospital regarding the event, however, it was not reported if the patient was admitted to the hospital for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified oral and intraperitoneal antibiotics (doses and frequencies were not reported). The patient was also treated for the event with a peritoneal lavage (not further specified). On an unreported future date, the patient was scheduled for retraining on proper aseptic and proper connection/disconnection techniques. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, antibiotic treatment was ongoing (on an outpatient basis per patient request), extraneal and another pd solution (non-baxter product) therapies were ongoing. No additional information is available.